Manufacturer narrative:
Additional information: d9, h3, h6, h10 the valve was reportedly explanted due to stenosis. All three leaflets contained calcifications with associated tears. Fibrous pannus ingrowth circumferentially lined the inflow surface and was also noted on the outflow surface of leaflets 2 and 3. All three leaflets were fibrotically thickened. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The findings of tissue ingrowth and calcification are consistent with the reported stenosis.

Event description:
On (B)(6) 2010, a 23mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient was diagnosed with aortic stenosis while in the hospital for lung related problems. The patient has since been discharged. On (B)(6) 2021, the valve was explanted and replaced with a medtronic tophat 23mm valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 23mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient was diagnosed with aortic stenosis while in the hospital for lung related problems. The patient has since been discharged. The valve is expected to be explanted. The patient was reported to be in stable condition. Additional information is pending.